Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was not receiving adequate therapy for pain relief. A lead was added to address this issue and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.